Event description:
On 8/21/96 an ipp was implanted. On 1/28/97 dr reported reservoir has migrated to the anterior rectus space and there is nerve entrapment, also there is a perforation of the pt's right corpora and the pump was placed behind the testicle, making it quite uncomfortable for the pt. Info received 2/21/97 indicates the entire device was removed from the pt and replaced on 2/17/97. Add'l lot/ser#: ce510 004.